Event description:
It was reported that during a mitraclip procedure, although visualization of the clip was not perfect due to a very medial jet, there were no problems grasping the mitral valve leaflets with the clip. After 6 grasping attempts, one clip was implanted reducing the degenerative mitral regurgitation grade from 4 to 2+. Approximately one half hour post procedure, the mr grade increased to 4 and the clip was found to have detached from the anterior mitral leaflet. No damage to the anterior leaflet was reported. Post procedure, the patient was stable, but exhibited slight symptoms of decompensation due to the unchanged mr, but not worse than before the procedure. The patient was treated with diuretics. The patient was discharged to home in stable condition with plans to undergo surgery on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted mitraclip was returned for analysis. Microscope examination of the clip found it to be in perfect condition in the completely closed position with tissue still attached. As the clip delivery system (cds) was not returned, no faults or functionality could be tested. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the mitral valve was replaced and not repaired as the valve tissue was reportedly sick. The leaflets were thick and myxomatous. The anterior leaflets had evidence that the clip grippers had been placed. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflet and slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of mitral regurgitation and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received: mitral valve replacement surgery occurred on (B)(6) 2013 and surgery went well. The mitral valve was replaced rather than repaired as the valve tissue was "sick" and the physician did not want to leave the patient too long on the pump. The mitral valve leaflets were thick and myxomatous. The anterior leaflets had evidence that the clip grippers had been placed. Post procedure, the patient was stable, and on (B)(6) 2013, the patient was doing well and was transferred to normal ward. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system steerable guide catheter, lift, support plate, stabilizer. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.